Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type ii. It was reported that the patient was charging too often. The change had occurred a year prior to the report. The patient had the following parameters: 2- 4+, amplitude of 7.0 volts, pulse width of 360 microseconds, rate of 8 hertz, and an impedance of 139 ohms. The calculation of charging interval was shown to be the beginning of life interval would be 39.8 days and an end of life interval of 18.2 days with the given settings. The clinician programmer displayed a typical interval between charging sessions of 8 days and a typical duration of 1.7 hours. The typical coupling was 8 bars. It was reviewed that the given charging pattern and frequency seemed normal. The patient claimed that she was charging 8 hours at a time and was not getting good coupling. Best recharging practices were reviewed with the patient and they may try the belt or adhesive patches.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: pnma01411a004, product type: recharger.

Event description:
Additional information was received from the manufacturer representative on 2017-02-20 reporting that they were not aware that the 139 ohms was an issue as it was a group impedance. The patient was not charging for long enough periods of time. The patient and manufacturer representative discussed compression undergarments of an abdominal binder for future use and the manufacturer representative also gave the patient adhesive discs. The cause of the issues was determined to be difficulty maintaining coupling with the recharging belt. The patient was educated to charge for no more than 2 hours consecutively. The manufacturer representative instructed the patient to call the manufacturer representative if they needed further assistance. It was reported that to the manufacturer representative¿s understanding the patient was now charging well.